Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for urological care. Evaluation found no abnormalities on the returned sample. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings]. 1. Method for use: (1) when using the multi length type stent , it should be avoided in the following 1) if you measure the length of patient's ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length . Ureteral stent s with excessive coil parts ha ve risks of knot formation at the tip of renal pelvis side during placement t or removal. 1) 2)if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. (2) ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during the surgery, guide wires from two companies were used, and one of the guide wires were found to be ruptured. Since the user did not know which guide wire was torn, both were pulled up and handed over to medicon first. It was unknown whether it was an intraoperative operation or a defective product. This time, two of them were put in the same plastic bag and handed over.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during the surgery, guide wires from two companies were used, and one of the guide wires were found to be ruptured. Since the user did not know which guide wire was torn, both were pulled up and handed over to medicon first. It was unknown whether it was an intraoperative operation or a defective product. This time, two of them were put in the same plastic bag and handed over.